Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The user needed a specimen sample, so they moved the glp centrifuge module. The sample was obtained and the glp centrifuge module was pushed back, which was done by 4 individuals. The right side of the glp centrifuge module derailed. The entire module did not completely derail. When attempting to put the glp centrifuge module back on the track, a user who was wearing gloves and personal protective equipment (ppe) at the customer site sustained a minor injury. The injury location was the user¿s finger, which had a break in the skin that was cleaned and required a bandage. Additionally, x-rays were taken, which did not identify any broken bones. It was reported that the user was able to return to work. There was no further impact to user safety reported.

Event description:
The user needed a specimen sample, so they moved the glp centrifuge module. The sample was obtained and the glp centrifuge module was pushed back, which was done by 4 individuals. The right side of the glp centrifuge module derailed. The entire module did not completely derail. When attempting to put the glp centrifuge module back on the track, a user who was wearing gloves and personal protective equipment (ppe) at the customer site sustained a minor injury. The injury location was the user¿s finger, which had a break in the skin that was cleaned and required a bandage. Additionally, x-rays were taken, which did not identify any broken bones. It was reported that the user was able to return to work. There was no further impact to user safety reported. Update: patient information: 35 year old male.

Manufacturer narrative:
Section b5 and section section a patient information were updated to reflect patient information: refer to section b5 for complete patient information. The glp centrifuge module, serial (B)(6) was evaluated. It was determined that the centrifuge door was not unlocked properly when the derailment occurred. Resolution occurred when field service placed the glp centrifuge module back on the rails, the power was cycled and operations of the glp centrifuge module was verified. A review of tracking and trending did not identify an increase in complaint activity for the glp centrifuge module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the glp centrifuge module as it relates to the reported event. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified for the glp centrifuge module, serial number (B)(6).